Manufacturer narrative:
The device was not returned for evaluation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. No lot release records were reviewed, as the product lot number was not provided. Omnipod insulin management system ¿ user guide: model: ust400; 17845-5a-aw rev b 09/17. Checking your blood glucose: chapter 4/page 36. Warnings: test results below 70 mg/dl mean low blood glucose (hypoglycemia). Test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). If you get results below 70 mg/dl or above 250 mg/dl, but do not have symptoms of hypoglycemia or hyperglycemia (see "living with diabetes" on page 115), repeat the test. If you have symptoms or continue to get results that fall below 70 mg/dl or above 250 mg/dl, follow the treatment advice of your healthcare provider.

Event description:
The patient reported that her blood glucose read high (>500mg/dl) while wearing the pod on her abdomen for between 4 and 24 hours. She gave insulin with the pump and then with the pen. She was hospitalized when her blood sugars would not come down. The resident assistant called the ambulance and the patient was taken to the hospital around 6:00pm, she was transferred to another hospital at 1:00am. The patient was diagnosed with really high blood sugar and a pump malfunction. Treatment included fluids to bring down ketones and an insulin drip. The patient had high ketones leading up to the hospitalization and was not released until they were small. She was also sent home with a humalog pen. The patient's blood glucose history is as follows: (B)(6). The ambulance came and her blood glucose was reading 516mg/dl at 6:00pm; the patient did not know what her readings were after she was hospitalized.